Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported sensing issues.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead was explanted and replaced six months after it was implanted. The explant was due to functional undersensing and oversensing of the ventricular beat on the atrial channel that was likely due to placement of the lead in the atrium. The new ra lead was placed along the lateral wall. No additional adverse patient effects were reported.